Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the set screw plug slid and cracked. The product came in contact with the patient. No patient complications have been reported.

Manufacturer narrative:
Product analysis: the screw was returned with the break off portion broken off. The thread of the screw does not show signs of damage and the screw could be threaded into the head of a sample screw. There are witness marks on the face of the set screw that indicates the rod was at a slight angle when the screw was installed. This could have placed extra pressure on the set screw. From the review of the set screw, it does not appear the set screw was the cause of the failure. If information is provided in the future, a supplemental report will be issued.